Manufacturer narrative:
Rmas issued. Investigation finds the position sensor unit (psu) did not replicate the reported behavior of constant beeping, and was found to have a reduced tracking volume after warm-up. Tracking through the volume was inconsistent and was not able to complete an aak test. The system froze randomly and stopped tracking before returning to normal tracking. A second functional test and attempted aak test confirmed the initial results.

Event description:
A site rep reported a loud, continuous beeping sound coming directly from the system camera. This event did not occur during surgery and no pt was present.